Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The lens was found displaced during the device evaluation. Additionally, the image was noted shadowy due to foreign particles inside. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that following the unboxing of his olympus ultra telescope loaner device, the object lens was found loose. This event had no patient involvement.